Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between the transmitter, receiver, and smart device. Dexcom representative advised patient to reset the receiver which was successful for the reported issue. Patient was also advised to reset the bluetooth on the smart device and close all background applications which resolved the smart device issue. No additional patient or event information is available.